Event description:
A physician reported treating a patient on 13 september 1999 in the left nasolabial fold. The adg needle was the needle into the patient once uneventfully. On the second insertion, the needle separated from the syringe when pressure was applied to the syringe plunger. The contents of the material splattered on the patient's forehead, cheeks, and chin. There was no injury to the patient or medical staff. No medical or surgical intervention was required. The physician completed the treatment uneventfully with another syringe.